Event description:
It was reported that during a procedure using a speedscrew 5.5 implant with inserter handle, the tip of the implant broke off during the procedure. The surgeon felt it necessary to convert to an open procedure, in order to retrieve the broken tip and complete the procedure. There were no significant delays or patient complications reported as a result of this event.